Manufacturer narrative:
No data regarding product identity was received, i.e. No lot of serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned; therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Attempts have been made to obtain additional info by phone and fax. A completed questionaire has not been received. (B)(4).

Event description:
A billing agent informed that a customer reported following a glaucoma filtration shunt implantation, the shunt was removed. No additional info was provided. No additional info is expected.